Event description:
On (B) (6) 2010 patient reported she was awakened by her infusion device displaying the occlusion alarm. Patient stated her blood glucose was 447 mg/dl which was very high for her. Patient reported she cleared the alarm and attempted to give herself a 5 unit bolus of insulin. Patient stated the infusion device began to deliver the bolus, but the occlusion alarm occurred again. Patient reported she tried to give herself a 5 unit of bolus, but the infusion device occluded again. Patient reported she checked her bolus history and it stated she had received 2.1 units of insulin and then one minute later another 2.1 units of insulin. Patient stated she disconnected, changed her infusion tubing and primed the tubing. Patient reported she then took a 0.8 units bolus; bolus went through without occlusion. Patient stated she did this before calling. Patient reported she had changed her site, tubing, and cartridge the night before and this was the first occlusion that she has had. Patient's normal blood glucose range is 100-250 mg/dl. Patient reported she was able to correct the issue and resume pump therapy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.